Event description:
It was reported that the blade of the zimmer air dermatome loosened and was unable to effectively take skin. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 11/15/1999 and was last repaired on (B)(4) 2008 for a non-related issue. Evaluation of the device observed discoloration and wear of the head. The control bar had a worn leading edge, and the throttle lever was worn as well and the device did not operate. Prior to repair, the device was outside calibration specifications at the zero thickness setting on the left and right side. At the 0.020" and 0.030" thickness settings, the device was outside calibration specification on the left side. The device failed the side to side calibration at the zero, 0.010" and 0.020" thickness settings. In post-repair, corrosion of the interior of the head, neck and handpiece housing was observed. The motor sleeve and swivel assembly displayed excessive exterior corrosion. The cause is likely the user not maintaining the device per preventative maintenance. The device was serviced and returned to the customer.